Manufacturer narrative:
The reported event that the led was broken was confirmed through the visual inspection. It was observed that the cover of the led lens was broken off. Based on a review of the device IFU any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage or operational failure due to battery movement. It is also noted: to avoid malfunction, do not scratch or damage the leds in any way.

Event description:
It was reported that the led had broken and was disassembled form the device and found during testing conducted at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the led was broken was confirmed through the visual inspection. It was observed that the cover of the led lens was broken off. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that the led had broken and was disassembled from the device and found during testing conducted at the user facility. No patient involvement, procedures, delays, medical interventions or adverse consequences were reported with this event.